Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The base frame assembly was ordered for replacement to resolve the reported issue. (B)(4). No report of patient involvement.

Event description:
The hospital reported that the casters have detached from the trolley. There was no report of patient involvement.